Manufacturer narrative:
Device received with blank display due to broken solder joint on b1 interface board. Unable to perform self-test and displacement test or verify audio or beep or vibrate anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly as well as damage. Customer's blood glucose value was 170 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump hit the ground but the insulin pump was on and did not vibrate. The customer stated that the insulin pump had big cracked near the side of the reservoir and near the side of the up and down buttons. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.